Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The pump and balloon were visually, microscopically examined, leak tested and functional tested. The pump and balloon passed all testing performed. The pump and balloon passed all testing performed. The cuff shell was worn from wear at a fold and did not pass the visual or microscopic inspection. The cuff did pass the leakage testing.

Event description:
It was reported that this artificial urinary sphincter (aus) was removed due to unspecified reason. Analysis of the returned device identified cuff shell was worn from wear at a fold. No patient complications were reported.